Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have an area of concern and provided photos. The photos show tipping is present on #7 and unplanned intrusion. Patient needs a 14 day rest period. Provided hh fit tips and updated treatment loop to 14 days.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.